Event description:
It was reported that when the e-sep pencil was connected, it sparked. There was no reported surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that when the e-sep pencil was connected, it sparked. There was no reported surgical delay. No adverse consequences or medical intervention were reported.